Event description:
Corpak enteral feeding tube not labeled with "not recommended for infant/neonatal use". This is not visible anywhere on the product packaging. Size 8fr tube placed in infant which resulted in duodenal perforation.